Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was mfg and used outside the u.s. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2011, the physician observed a pacing interval of 1078ms on the episode dated (B)(6) 2010 14:40. The physician asked why such pacing interval was applied.